Event description:
During treatment of an interior carotid/posterior communicating artery aneurysm, the presidio 10 cerecyte microcoil could not be detached. The system ready lamp was not illuminated when the coil was connected to enpower. A prowler microcatheter was used for the procedure, and no resistance was felt. The coil was replaced for another coil, and it worked without any problem. There was no serious injury or intervention required.

Manufacturer narrative:
(B)(6). Complaint conclusion: the product was not returned for evaluation. Without the return of the device; the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies; design or quality concerns. Since there was no manufacturing issue found, no corrective actions were taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.